Manufacturer narrative:
(B)(4). A visual evaluation was performed and found that the push catheter was kinked in several locations, the guide catheter was broken and stretched and the suture hole of the push catheter was torn. Based on the product analysis, the findings/damages encountered during the evaluation of the returned product indicated that most likely there were issues separating the stent from the suture where it is attached, once the guide catheter has been damaged as in this case since the component (guide catheter) is broken and stretched, it will be impossible to be retracted causing the inability of the stent to be released from the suture since these two components will remain together as they are originally manufactured; the suture goes attached around the stent and under this condition (with the guide catheter unable to be retracted) the stent cannot be separated from the suture; consequently, confirming the reported complaint. The failures found (push catheter kinked, guide catheter broken and stretched and suture hole of the push catheter torn) are issues that could have been generated by excessive manipulation of the device by the user may have contributed to the failure encountered that can cause the device to bend/coil leading to kink and bend in push catheter. With the push catheter bound by kinks and bends, the device would become difficult to retract the guide catheter until it got damaged, which is consistent with the analysis of the returned product performed since the guide catheter was found to be broken and stretched. At the same time, this can cause difficulty separating the stent from the suture in a clinical setting. Additionally, several attempts performed during the procedure with the intention of release the stent under this condition, can cause the damage of the suture hole which is consistent with the defect found during the analysis of the returned unit that the suture hole was torn. Therefore, traced to component failure is selected as the most probable root cause for the complaint. A DHR (device history record) review was performed no anomalies were observed.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used for a stent placement procedure performed in the bile duct on (B)(6) 2018. According to the complainant, when they attempted to release the stent at the target site, the suture would not release. The procedure was completed with another flexima plus biliary stent. There were no patient complications reported as a result of this event. Investigation results revealed the guide catheter broke, therefore this event has been deemed an MDR reportable event.